Manufacturer narrative:
(B)(4). Event year: 2017. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the device was locked on tissue and was unable to be taken off once fired. Surgeon tried to use the reverse button to bring the knife blade back to the home position. He was unable to do so. He said that he did fire the device three+one but was simply unable to open the device. The surgeon had to take another stapler to cut more distal to be able to remove the locked stapler. By using the second stapler he was able to finish the case with no patient problems and a finished with a successful case.